Event description:
It was reported a device was used during a gastrectomy procedure. The device fired without incidence. The staple line was checked and was determined to be adequate. The pt developed staple line bleeding, approximately 600cc, that was identified ten hrs post-operatively. Staple line bleeding was corrected by endoscope treatment. No other consequences were reported.